Manufacturer narrative:
The customer provided a video for evaluation. A review of the provided video shows the black striped tubing installed on the recirculation pump as it turns. No leak can be observed from the tubing itself in the video provided; however, a blood leak is verified as blood spray is seen next to the recirculation pump head assembly. A material trace of the black striped tubing used to build kit lot h231 did not find any non-conformances. A device history record review did not identify any related nonconformances and this kit lot had passed all lot release testing. All cellex kits are leak tested prior to packaging. A leak of this nature would have been detected during in-process testing; therefore, it is unlikely the tubing damage was present at the time of manufacture. The root cause for the tubing leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4), 12/18/2019.

Manufacturer narrative:
The kit and smart card were returned for investigation. A review of the data recorded on the smart card shows the treatment proceeded to the buffy coat collection phase after approximately 1425 ml of whole blood had been processed. The photoactivation phase was started; however, was not completed as the treatment was aborted. The customer reported an alarm #20: low airflow alarm that was verified based on the smart card data. A visual inspection of the returned kit found no obvious manufacturing issues. The recirculation pump tubing segment was pressure tested to check for leaks and a leak was verified from a pin hole in the tubing. A material trace of the black stripe tubing used to build kit lot h231 did not find any non-conformances. A device history record review did not identify any related non-conformances and this kit lot had passed all lot release testing. It is unlikely that the tubing segment was damaged prior to product release as an in-process leak test is performed on all kits prior to packaging. The size, shape, and location of the observed damage on the pump loop is consistent with damage that occurs if the pump loop tubing is rubbed against the pump head during installation by the end user. No manufacturing related defects were identified through this investigation. The tubing damage most likely occurred during installation of the pump loop by the end user. No further action is required at this time. This investigation is now complete. (B)(4).19-may-2020.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h231 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h231 for the reported issue shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned video is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a tubing leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported 1570 ml of whole blood was processed and the treatment proceeded to the photoactivation phase of the procedure. The customer reported they noticed a tubing leak at the recirculation pump tubing when 50 ml of plasma/red blood cells were left in the return bag and 144 ml total treatment volume. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was safe. The customer returned a video for investigation.